Event description:
It was reported that a defibrillation threshold test was performed, as the right ventricular (rv) shock lead impedance (sli) had been steadily increasing, over the past 2 years. At the time of the test the sli was approximately 178 ohms. During the test a code 1005 was triggered, which is indicative of an open circuit and a high out of range shock lead impedance measurement. The physician was going to monitor the system. Additional information was received mentioning that the device was explanted due to normal battery depletion (nbd) and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a defibrillation threshold (dft) test was performed, as the right ventricular (rv) shock lead impedance (sli) had been steadily increasing, over the passed 2 years. At the time of the test the sli was approximately 178 ohms. During the test a code 1005 was triggered, which is indicative of an open circuit and a high out of range shock lead impedance measurement. No additional adverse patient effects were reported. No further information is known at this time. If additional information is received, this report will be updated.